Event description:
A report was received that the patient had lost stimulation. High impedances were noticed and the m1 connector was determined to be the cause. The m1 connector was replaced and the patient is reportedly doing well.

Event description:
A report was received that the patient had lost stimulation. High impedances were noticed and the m1 connector was determined to be the cause. The m1 connector was replaced and the patient is reportedly doing well.

Manufacturer narrative:
Device analysis confirmed the complaint. Visual inspection revealed the lead body had a pronounced kink approximately 16 inches from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedance contacts that were observed.

Manufacturer narrative:
Implant date: (B)(6) 2010. Additional suspect medical device components involved in the event: model # sc-9004-70, serial # (B)(4), description: precision connector m1 - 70 cm.

Event description:
A report was received that the patient had lost stimulation. High impedances were noticed and the m1 connector was determined to be the cause. The m1 connector was replaced and the patient is reportedly doing well.